Event description:
A caller reported a malfunction on the pump, which did not occur after any notable events. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the caller with the process, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue recurred.